Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to flow sensors (u28 and u29) being out of tolerance.